Event description:
It was reported that damage to the insert was noticed by the medical device technician during processing. The instrument has been sent over to ssd (sterile services department) and it was discovered the end tip has broken off and neither theatre staff or ssd are aware of its whereabouts. It is not known if this instrument was broken during a procedure. No negative impact in state of health reported.

Manufacturer narrative:
The device in question was returned to the manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
During the investigation, the following was found: the ball socket at the proximal end is broken. There is material protruding from one side, which is a sign that the material has been bent, for example by lateral force. In addition, the item shows signs of wear and tear consistent with its age. According to the lot, the article was manufactured in december 2016, which would mean that the article is almost 9 years old. Therefore, the most likely cause is that the chemical treatment cycles as well as the work cycles affected the instrument, causing the jaws to break due to the force applied during use of the instrument. Based on the available information and the results of the examination, there is no indication for a material-, manufacturing- or design-related failure. The root cause of the reported issue can be traced back to and overloard situation in combination with wear and tear. The event is filed under internal karl storz complaint ID: (B)(4).